Event description:
A surgeon used the depuy spine monarch nested plate and monarch nuts and bolts. Six weeks post-op one of the nuts had backed off the screw thread. Surgeon has taken no action at this time. As the situation could result in surgical intervention an MDR is being filed to document this event.